Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention is planned to address the issue.

Event description:
It was reported that one of the extensions pulled out of the ipg header. The patient underwent surgery on (B)(6) 2019 to explant and replace the extensions, which resolved the high impedance and ineffective stimulation issues.